Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure there was a compressed limb from the extension on the right side. The physician had to use kissing balloons to open it back up again. The case was a very straight forward case. The limb compression was caused by having to put an extension on the ipsilateral side. This caused the ipsilateral side to have doubled the radial force in one area which caused the compression on the contralateral side. The compression took place where the limbs touched in the distal aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: graft twisting or kinking. Unknown cause of event. Conclusion: graft twisting or kinking. Unknown cause of event.